Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/19/2018 04:41 pm CT. The report number is being corrected from: 2124215-2018-62362 to: 2124215-2018-61238.

Event description:
This report is being filed because the product was returned and analysis has been completed.

Event description:
It was reported that during the initial implant of this right ventricular (rv) lead high out-of-range pace impedance of greater than 2,000 ohms was noted. The rv lead was removed and replaced; it was never in service. No adverse patient effects were reported.